Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose level was 245 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.